Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific lynx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, and vaginal scarring, and other. It was reported that the patient underwent mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.